Event description:
It was reported to philips that the device had a ¿cbit o2 pressure sensor range error (ec 1112)¿. The device was in use at the time the issue was discovered, and the unit was switched out with another unit. There was neither delay to therapy nor medical intervention reported due to the event other than the ventilator swap. The hospital contacted a philips sales representative to ask on the alarm. The device is pending evaluation.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
Per the service technician, the reported issue was not duplicated by a test run performed. Occurrence record of "check vent: oxygen pressure sensor range error¿ was confirmed in the event log. A check was performed and no abnormality in the unit was observed.